Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. Pancreatitis and increased pancreatic enzymes are anticipated adverse events associated with dc bead. Abdominal pain and increased pancreatic enzymes are non serious events. Pancreatitis is a serious event that required hospitalization and medical intervention. The event was assessed by a btg physician as follows: no imaging data is available . No information regarding the treatment administration and other condition that could have favoured this ae occurrence is documented. The worst case scenario to consider that these events are related to dc beads administration, however, regarding the patient age, poor arterial condition is frequent and spam during the angiography may have cause the described event. Pancreatitis is serious and expected adverse event related to dc beads. Abdominal pain and raised in pancreatitis enzymes are non serious, expected and related to dc beads. It was reported that the patient recovered and was discharged from hospital. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified. No corrective/preventative action has been identified. Follow up information was requested, but the information provided to btg did not contain any relevant information. Should we receive any information to enable further investigations, a follow-up report will be submitted. At this time, this report is considered final.

Event description:
On (B)(6) 2017: tace was performed with dc bead (100-300 mcm, 300-500 mcm). On (B)(6) 2017: the patient experienced suspected pancreatitis. Pancreatic enzymes as markers increased (amylase over 300, lipase over 600). Hospitalization was prolonged, and the patient was placed under observation with nil-by-mouth treatment and pancreatic enzyme inhibitor administration (gabexate 600 mg/day). On (B)(6) 2017: increased pancreatic enzymes reached the highest levels (amylase 922, lipase 947). On (B)(6) 2017: the marker levels became stable; thus, fluid and food intake was started. On (B)(6) 2018: the patient recovered from the suspected pancreatitis. The pancreatic enzyme levels completely returned to the normal ranges. Consequently, the patient was discharged.

Event description:
Additional information received on feb/09/2017 (B)(6) 2017: amylase was 49. (B)(6) 2017: tace was performed with dc bead (100-300 mcm at 1 vial, 300-500 mcm at 1/2 vials), loaded with farmorubicin (epirubicin hydrochloride). Amylase was 372. (B)(6) 2017: amylase was 347. (B)(6) 2017: amylase was 87. (B)(6) 2017: amylase was 94. (B)(6) 2018: amylase was 50. (B)(6) 2018: amylase was 40. (B)(6) 2018: amylase was 33. <pre-tace condition of hcc > number of tumors: 1, tumor size (maximum diameter): 143.9 mm <number of tace performed to date> none including the current one <number of rfa performed to date> none <pre-tace degree of liver disorder> child-pugh classification: a <embolization site/region> entire right lobe

Manufacturer narrative:
Additional information received: - <pre-tace condition of hcc > number of tumors: 1, tumor size (maximum diameter): 143.9 mm <number of tace performed to date> none including the current one <number of rfa performed to date> none <pre-tace degree of liver disorder> child-pugh classification: a <embolization site/region> entire right lobe. - lab results received (B)(6) 2017: amylase was 49. (B)(6) 2017: tace was performed with dc bead (100-300 mcm at 1 vial, 300-500 mcm at 1/2 vials), loaded with farmorubicin (epirubicin hydrochloride). Amylase was 372. (B)(6) 2017: amylase was 347. (B)(6) 2017: amylase was 87. (B)(6) 2017: amylase was 94. (B)(6) 2018: amylase was 50. (B)(6) 2018: amylase was 40. (B)(6) 2018: amylase was 33. Additional manufacturere comments: initial comments: pancreatitis and increased pancreatic enzymes are anticipated adverse events associated with dc bead. Abdominal pain and increased pancreatic enzymes are non serious events. Pancreatitis is a serious event that required hospitalization and medical intervention. The event was assessed by a btg physician as follows: no imaging data is available . No information regarding the treatment administration and other condition that could have favoured this ae occurrence is documented. The worst case scenario to consider that these events are related to dc beads administration, however, regarding the patient age, poor arterial condition is frequent and spam during the angiography may have cause the described event. Pancreatitis is serious and expected adverse event related to dc beads. Abdominal pain and raised in pancreatitis enzymes are non serious, expected and related to dc beads. It was reported that the patient recovered and was discharged from hospital. Updated btg comments 13-feb-2018 elderley woman ((B)(6) years old) with a huge tumour over 14 cm located in the right liver. No medical history of gallbladder disorder and gallstones migration. Tace treatment was performed with dc beads one vial sized beads 100-300 mcm and 0.5 vial of beads sized 300-500 mcm . The beads were loaded with farmorubicin (epirubicin hydrochloride, which is an off label use). The day after treatment , she experienced biological pancreatitis with pancreatitis enzymes raised up to grade 4. The patient was kept at the hospital for observation and symptomatic treatment was undertaken, with enteral nutrition and pancreatic enzymes supplementation. The patient recover progressively with a significant and continuous decrease of enzymes starting at day 2 post treatment. The patient recovered without sequelae within 15 days no imaging data is available. No information regarding the treatment administration and other condition that could have favoured this adverse event occurrence is documented; (back flow during administration, arterial spam in the gastroduodenal pancreatic artery.) The worst-case scenario it to consider that these events are related to dc beads administration, however, regarding the patient age, poor arterial condition is frequent and spam during the angiography may have cause the described event. Also, gallstones migration could have occurred.